Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection was noticed upon introduction of the enroute guidewire. An additional stent was placed to cover the dissection. The procedure was completed successfully with no reported patient harm.

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection was noticed upon introduction of the enroute guidewire. An additional stent was placed to cover the dissection. The procedure was completed successfully with no reported patient harm.